Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The investigation of the device found that the rdc connector was shorted and needs to be replaced. The biomed and event history log were unable to be accessed. This is most likely the reason why the customer could not clear the ec1310. The rdc connector will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1310 that would not clear during testing. There was no patient involvement.